Event description:
Follow up information identified the patient continues to be infection-free with no further issues.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to implant a new ipg on (B)(6) 2018 wherein the physician did not fully cauterize the bleeding in the ipg pocket site. After the implant, blood pooled into the ipg pocket site and caused bruising. As a result, the physician opted to clean out the pocket site on (B)(6) 2018 to prevent any issues.